Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that three of the four panels in the s5 system panel went blue after displaying warnings and an error message. The clinician power cycled the system, which temporarily resolved the issue, until a reoccurrence happened prior to beginning the operation. The system was not used for the procedure and there was no patient involvement.